Event description:
The facility representative reported an infuso.r. Pump with a condition of "broken handle as well." This condition occurred during programming/setup in the "operating room staff" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an ipump with a malfunction of, "broken handle as well," was confirmed during device evaluation. The assignable cause was definitively identified as a damaged pole clamp and pole clamp screw knob. The pole clamp and pole clamp screw knob was replaced to resolve the reported problem.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.